Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient received several inappropriate therapies. High shock impedance was observed during high voltage therapy. The physician suspects a connection issue. The lead was removed.